Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed a loudspeaker failure notice. The device was not in clinical use when the issue was discovered. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported that the device displayed a "loud speaker" and had no sound the device was not in clinical use when the issue was discovered and no patient involvement.